Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient status post construct implantation, date unknown, levels unknown, was discovered to have two loose screws at l1, l5. Patient was returned to operating room for revision on 3-29-2012, hardware was removed and patient was revised to extension to s1. This is 1 of reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.